Event description:
During an in clinic follow up, it was observed the rf telemetry was disabled on the device. Technical support was contacted and the firmware was updated, restoring the rf telemetry. The patient was stable.